Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in a 61-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) stage d. During impella cp support, access site bleeding from the impella insertion site was reported following insertion of the device in the cardiac catheterization laboratory. Hemostasis was achieved with the use of a femstop device. The purge solution consisted of dextrose 5 percent in water, and the device functioned at performance level eight with flow of approximately 3.2 liters per minute. The patient was reported to be receiving dual antiplatelet therapy, cangrelor, and eptifibatide. The patient was successfully weaned from impella cp support and survived to explant. Upon removal of the impella cp device, thrombus was noted on the device. The patient subsequently developed loss of pulses distal to the popliteal artery, and vascular surgery was consulted. No further details were available. The reported access site bleeding and thrombus formation are consistent with known risks associated with large-bore arterial access, anticoagulation, and the purge requirements of impella support. The loss of distal pulses is consistent with vascular complications that may occur in the setting of femoral arterial access and thrombosis.

Manufacturer narrative:
Additional information received stating the bleeding was controlled with best practices. Advancing the repo sheath, angle matching and forward tension sutures. The fem stop controlled the bleeding, but it did not stop the bleeding. The bleed was ultimately resolved utilizing best practices.